Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Review of sterilization certification indicates devices were sterilized in accordance with biomet procedures. The device is in a clinical study and not available for evaluation. (B)(4).

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2007, as part of a clinical study. Subsequently, the patient was revised on (B)(6) 2009, due to infection. All components of the total hip were removed and replaced.